Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware or kinetics issues; ts noted they could not comment on rlu values of the samples as the covid-19 tma assay is a qualitative test, and the sample type has no correlation to rlu values. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. Five samples appeared to be false negatives, likely due to low target concentration or sample mishandling. Pas confirmed ts's note that a correlation cannot be drawn between sample titer and rlu values. Ts informed customer of these findings. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4), aptima sars-cov-2 (eua(B)(4), and aptima sars-cov-2/flu (eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Hologic field applications specialist (fas) reported on behalf of customer one sars-cov-2 tma validation run, wl 003718-20210204-16, using assay lot 289484 on panther instrument sn (B)(4) which had unexpected results. Customer ran low, medium, and high titer sars-cov-2 samples but did not achieve expected results for some samples (ids not provided) when comparing their rlu values to their titer. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There were no results reported to patients as this was a validation study.